Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that a falsely elevated architect magnesium result of 7.22 mg/dl was generated for a patient sample (B)(6) that retested at 1.84 mg/dl. The customer's normal range is 1.6 - 2.6 mg/dl. The falsely elevated result was not reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
Service replaced nozzle #1, #4 and #5, bellows, and valve as service observed nozzles 1 and 2 on the cuvette washer were overflowing due to signs of an obstruction and the cuvette washer had a bent probe. The nozzles were deemed the likely cause for the discrepant result. The instrument service history for the (B)(6) found no additional discrepant magnesium results reported following service. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.